Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, corrosion damage was found on the keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump passed self test. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that they were on a canoe and the insulin pump was exposed to moisture. Customer was unable to check the alarm history due to unresponsive buttons. Attempt was made to conduct a self test. However, was unable to be completed due to the unresponsive buttons and not being able to get into the main menu. Customer's blood glucose reading at the time of the call was 113 mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.